Manufacturer narrative:
Manufacturer report number 1628664-2018-00281 was previously submitted against the incorrect suspect medical device and instrument serial number, this manufacturing report is documenting the identical event to correct that information, there is no further impact to patient management. The product evaluation is still in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated carbon dioxide result on the architect c8000 analyzer. The following data was provided (mmol/l): 1818400847b initial co2 32, repeat 29. There was no impact to patient management reported.

Manufacturer narrative:
The suspect medical device likely cause was changed from the architect c8000 analyzer ln 01g06-11, sn (B)(4), to the carbon dioxide reagents ln 03l80-31, lot 52577uq02 on 14september2018. Manufacturer report 1628664-2018-01923 has been submitted and will document all follow up information.